Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 225085936); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline encountered resistance in the phenom catheter and was found to have prematurely opened. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right paraclinoid, clipped aneurysm remnant with a max diameter of 3 mm and a 2 mm neck diameter. The accessed vessel was the right internal carotid artery with a diameter of 4 mm. Landing zone: distal: 3.5 mm and proximal: 3.9 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The angiographic result showed the device implanted inside the remaining aneurysm sac without flow redirection. It was reported that during the deployment of the device from the distal paraclinoid segment, torsion is observed in the middle segment of the device, for this reason an attempt is made to recapture it to change the deployment position (distal); at that point the tension in the system increased and the device could not be recaptured. During this attempt it was observed that the distal guide of the device was not moving and that the device had prematurely released into the phenom microcatheter; finally, the tension on the microcatheter was removed and a fixed point was maintained on the pusher to complete the release of the device, not achieving apposition throughout the neck, so it was implanted distally and partially inside the aneurysm sac. The doctor attempted maneuvers with a stent retriever to remove the device, but was unsuccessful. Since there was no other backup device, it was decided to reschedule the procedure to implant another telescopic device inside the pipeline already released in the sac. It was reported the device prematurely opened. The premature release was due to the impossibility of recapture in the middle segment due to torsion. There was moderate friction or difficulty during the procedure. The pushwire was rotated or pulled back during the procedure. It was reported there was catheter resistance that occurred in the distal section. The pipeline was not use for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient required retreatment with a new flow diverter device. The event did not lead to or extend the patient's hospitalization. There was no injury as a result of the event. There was no medical or surgical intervention required to prevent permanent impairment of a function. Ancillary devices include a navien guide catheter.

Event description:
Additional information received that the procedure will be programmed once the doctor has the new device. The patient has had no consequences recovering from the procedure. There was no damage observed to the catheter. There was no damage observed to the pipeline stent; the stent was unable to be recaptured, had to be released and was left without covering the neck of the aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.